Manufacturer narrative:
Received via medwatch number mw5071624.

Event description:
Two weeks following insertion, patient experienced upper gi bleed that was repaired with placement of endoscopic clips. Subsequently, patient experienced additional upper gi bleeds resulting in hospitalizations and eventual surgical repair and ligation of veins.